Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was up in the 600 mg/dl range at the time of incident. Customer reported that they received motor error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error alarm. Customer reported that the insulin pump had not been exposed to high magnetic field. Customer treated with manual injection and insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.